Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. Customer was unable to troubleshoot at time of call. Customer was unable to deter mine the cause of the issue. Customer reported alarm did not occur during manual prime. Customer was advised to call back if issues continue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer changed set and treated the high blood glucose.